Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg) model #: sc-2218-50, serial #: (B)(4).

Event description:
A report was received that the patient had inadequate stimulation and had experienced overstimulation . High impedances were noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient had inadequate stimulation and had experienced overstimulation. High impedances were noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and leads were replaced. No device malfunction suspected with the ipg. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.